Event description:
Correction: model number has been updated to m3535a heartstart mrx. Philips received a complaint on the heartstart mrx indicating that the device delivered shocks during a heart procedure, but the patient's heart did not return to a normal rhythm. Red marks were noted on the patient's chest where the pads were placed. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. Available details indicate that the patient went into ventricular fibrillation during a catheterization laboratory intervention and was shocked, followed by four additional shocks without converting to a perfusing rhythm. Cardiopulmonary resuscitation was initiated, and return of spontaneous circulation was achieved. Red marks were noted on the patient's chest where the pads were placed, and cardiac drugs were being used during the event.

Manufacturer narrative:
Correction: the product family has been updated from heartstart frx to heartstart mrx. This report is based on information obtained from the FDA medwatch forms 3500a and has been investigated by the philips complaint handling team. Insufficient information is available to support final failure analysis. The device was not available for investigation. Based on the information available, there is insufficient information to confirm the cause of the reported problem. The reported problem was not confirmed. Based on the information available, no further action is necessary at this time. We are unable to determine the final disposition of the device as the customer did not provide any additional information. The investigation concludes that no further action is required at this time.

Event description:
It has been reported that the device delivered shocks during a heart procedure, but the patient's heart did not return to a normal rhythm. Red marks were noted on the patient's chest where the pads were placed. The patient went into ventricular fibrillation during a catheterization laboratory intervention and was shocked, followed by four additional shocks without converting to a perfusing rhythm. Cardiopulmonary resuscitation was initiated and return of spontaneous circulation was achieved. The patient survived.